Manufacturer narrative:
A ge oec service representative investigated the issue and found the facility power fluctuated causing the system issue. System within specification and no failure. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system would not operate.